Manufacturer narrative:
No patient injury or medical intervention was reported as a result of this incident. Gambro renal products requested the downloaded machine data files, but they are no longer available. The manufacturer is aware of this reported problem 'flow rate discrepancy' and further investigation is ongoing. A follow-up or final report will be submitted upon completion of the investigation and corrections have been identified.